Event description:
It was reported that during a laparoscopic gastric sleeve procedure, complaint regards to thermal injury on the stomach as a result of mobilizing the gastro-epiploic vessels from the greater curve. We experienced blanching when close the gastric wall and also a perforation which needed to be over sewed (gastric contents was leaking from this). This was the redundant part of the stomach but still created significant time delay and potential for post op infection due to leak. Surgeon was first user of the device and rep was in attendance. Case was completed and all went well from there. There were no adverse consequences for the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information received is that the burn was to the redundant part of the stomach which was being removed. No burn to the patient and the patient did not have any consequences as a result of the stomach contents. File does not meet the criteria of a serious injury. Not reportable.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: minimal blood loss, it was more the gastric contents into the abdomen that was the concern, current condition- patient doing fine. Additional information sales rep: regarding this sentence: this was the redundant part of the stomach. Is the redundant part of the stomach meaning a portion of the stomach that was being removed? Yes. If yes, how did the redundant part of the stomach become perforated? We believe from the thermal injury. Did the nslg2c35 cause the perforation to the stomach? Yes. Regarding this sentence: we experienced blanching when close the gastric wall and also a perforation which needed to be over sewed (gastric contents was leaking from this). Was the nslg2c35 being activated when it caused the blanching to the gastric wall. Yes was any medical intervention done to the gastric wall, such as overstitching? Overstich if yes, was the overstitching precautionary (meaning that no perforation occurred but a stitch was taken for peace of mind)? Precaution only. Regarding this sentence: ¿potential for post op infection due to leak. Did the surgeon prescribe any antibiotics for the potential of a post-op infection? None other than the usual prescribed and spent quite a bit of time irrigating the cavity to clean out contents. As the patient had blanching to the gastric wall, has the patient had any symptoms? Blanching on the redundant part of the stomach; therefore, removed after stapled procedure. What is the current patient condition? Doing fine. Is the surgeon aware of the heat in the enseal device? Yes. How close to the stomach wall was the device being activated? It was close, right next to it in fact. Does the surgeon feel that he/she was constantly visualizing the tip of the instrument or was the device out of his site when the injury occurred ¿ did the surgeon see the blanching afterwards? It was under constant vision.